Event description:
It was reported that during surgery on an unknown date the or notified about a dermatome malfunction but did not specify the exact issue. No harm or delay was reported. Diligence is complete. No additional information is available. At product evaluation investigation there was a nick in the power cord exposing wire. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined there was a nick in the power cord exposing wire. The motor, switch, plug harness assembly, bearings, seal, and reciprocating arm were replaced to resolve the reported issue. A definitive root cause cannot be determined. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.